Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 453 mg/dl at the time of the incident. The customer¿s current blood glucose level was 436 mg/dl. The customer stated that the insulin pump informs that they need to calibrate and the number goes over to the insulin pump, but the calibration was grayed out. The customer stated that their blood glucose was high and treated themselves with steroid. The insulin pump will not be returned for analysis.